Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/20/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic hysterectomy procedure on (B)(6) 2018 and suture was used. During the procedure, suture frayed and broke while the surgeon was tying them off. It was unknown where on the suture that it broke. Procedure was completed with another suture of the same product code and lot number. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Unopened sample of product was returned for analysis. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment areas was as expected. The suture was dispensed without problems and examined along of the strand and no defects, suture frayed or broken were observed. The sample was tested for tensile strength and the result was above the minimum individual strength requirement for this product. Per the condition of the representative sample, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements.